Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05oct2018. Philip's field service engineer (fse) confirmed the reported issue. The fse replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported internal battery fan failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.